Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the backup due to event over flow event was sensed by the device, leading to reset issue.

Event description:
It was reported that during a follow up in clinic, the device was found to be in backup vvi (bvv) mode. Abbott technical support was contacted and found the cause of the bvvi was due to event queue overflow related reset. The device was successfully reprogramed and a cyber upgrade was performed to resolve the event. The patient was in stable condition.